Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, a vessel sealer extend instrument on the universal surgical manipulator 1 (usm1) was holding tissue and could not be removed. The customer was able to remove the instrument while on call. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive followed up and obtained additional information. It was prior to initiating surgical work that the jaws were found to be stuck in a closed position. No tissue was stuck in the instrument. At this point another vessel sealer was pulled from the shelf and put into use with no issue. No tissue damage. No lot number was captured on the day of the event. They had the instrument in question (vessel sealer) packaged and ready to return some time ago. Will follow up with material management on site.

Event description:
Refer to h11 for follow-up information.